Manufacturer narrative:
Model number/catalog number: 72404127. Serial number: n/a. Batch/lot number: 0162881001. Model/catalog description: control pump fgs iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72404131. Serial number: n/a. Batch/lot number: 0162899007. Model/catalog description: belt cuff fgs 4.5 cm iz. Unique identifier (UDI) #: (B)(4). Model number/catalog number: 72400024. Serial number: n/a. Batch/lot number: 0164926015. Model/catalog description: balloon fgs 61-70 cm. Unique identifier (UDI) #: (B)(4). The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. The patient symptom is a known risk associated with this device type/procedure, and it is noted as such as in the instructions for use. Based on the information available, the conclusion codes of caused not established and known inherent risk of device were assigned to this investigation.

Event description:
It was reported that a patient implanted with an artificial urinary sphincter (aus) experienced recurrent urinary incontinence. A surgical procedure was subsequently performed, during which the device was explanted and replaced with a new aus. Urethral atrophy and device age were identified as the probable causes of the recurrent incontinence. No additional patient complications were reported.